Event description:
It was reported the customer had a rewind anomaly on their insulin pump. Customer was assisted with successfully rewinding their insulin pump. It was also reported the customer was experiencing high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer stated they were able to lower their blood glucose to 250 mg/dl with manual injections. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.